Event description:
A physician performed a procedure to repair an occluded leg. Post the procedure, the physician successfully closed the arteriotomy with a starclose device. The patient experienced a distended abdomen and died. The cause of death is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection history record review in this case.